Event description:
It was reported that the monitors would not boot up. This could cause the system to become unusable due to the inability to display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.